Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The user observed a "device issue" on the autopulse platform (B)(4) during routine check. The reporter was unable to specify what type of issue was observed. There was no patient involvement.